Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose level. Technical support guided the customer through cleaning the speaker holes and attempting to resume insulin delivery, but the alarm persisted even with a new cartridge. Consequently, the pump and cartridge were replaced under warranty, though the customer declined to share information regarding backup therapy.